Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power on reset (por) parameters were present, and the electrical reset alert triggered. A por was recorded on (B)(6) 2014: firmware initiated a scheduler error.

Event description:
It was reported that prior to closing the pocket the device was tested and the telemetry connection was lost and a reset message occurred. The battery voltage was 2.87v, and the indicator displayed gray. The device was left implanted and the patient continued to be observed in the hospital. Three days later the battery voltage was 3.07v and the indicator remained gray. It was determined that the power on reset (por) was due to an unexpected timing interaction within the device firmware that occurred during the test. The issue can only occur if one begins and then aborts a manual test within a specific 20 second window 30 minutes after implant has been completed. When a device check was performed one week after implant the battery indicator had recovered from gray to green and the device was functioning properly. The device is still in use. No patient complications have been reported as a result of this event.